Event description:
From what the doctor states, the stone was very solid/hard. This is a very uncommon procedure and the stone crushing forceps are seldom used (1-2 times a year). It looks like the pin that holds the top jaw together snapped and the jaw cleanly broke off the main instrument housing. No retained metal. An evaluation of the remaining forceps will be done by our surgical instrument company and replacements purchased for any faulty or old forceps. Manufacturer response for stone crusher, stone crusher (per site reporter). Not sure at this time.